Event description:
A procedure by anesthesiologist was performed: insertion of a rapid infusion catheter into the left upper extremity using a guidewire. The patency of the IV was checked by ultrasound and flushed with saline. The following day, an x-ray the following confirmed the guidewire was retained and was seen in the left arm running along the left sided thoracic spine. The patient was taken to interventional radiology for removal.